Event description:
Additional information received indicated that the patient's system was explanted due to an infection at the ipg site.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete event/explant information. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2022-07123, related manufacturer reference number 1627487-2022-07124. The patient reportedly had their lumbar ipg explanted due to an infection.

Manufacturer narrative:
Event date is estimated.